Event description:
The patient was seen in the outpatient clinic after receiving a shock. Upon examining the stored electrograms, lead noise was observed. When the physician tried to replicate the noise, he was unable to do so. Lead impedance was also observed to fluctuate sporadically. The lead was torn apart at explant and will not be returned for analysis.